Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance was affected. The patient reportedly fell from a bike. Patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance was affected. The patient reportedly fell from a bike. Patient was re-implanted on (B)(6) 2017.